Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stopped working. It would not turn back on. The device stopped in the middle of the night. It was saying to insert a new battery. They inserted many different batteries but the issue continued. The customer¿s blood glucose level at the time of the incident was 158 mg/dl. The customer¿s blood glucose during the call was 457 mg/dl which they treated with manual injection. Troubleshooting was performed but the display did not return. The customer advised that they will perform the 2-hour insulin pump rest and call back if the issue persists. The device will not be returned for analysis.